Manufacturer narrative:
Button error alarm and intermittent act and up button response due to corroded keypad traces. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that a button error was received before and after a battery change. Customer does not recall any significant events leading to the error. Customer's blood glucose was 118 mg/dl at the time of incident. Troubleshooting was done for button error but could not be cleared and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.